Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain is minimal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and chest discomfort ("air caught in chest"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the chest discomfort outcome was unknown. The reporter considered chest discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain, chest discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain is minimal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and chest discomfort ("air caught in chest"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the chest discomfort outcome was unknown. The reporter considered chest discomfort and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain, chest discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.